Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system were to be implanted transgastric to the duodenum to treat a pseudocyst during an ultrasound endoscopy with needle puncture procedure performed on (B)(6) 2023. During the procedure, the stent's first flange was successfully released; however, when the stent's second flange was released, it became trapped inside the scope, which resulted in the first flange getting displaced out of the cyst, making it impossible to reposition. The procedure was not completed because there was no new stent available; however, a second procedure is yet to be scheduled as soon as a new stent becomes available at the hospital. The patient reportedly experienced discrete and self-limited bleeding, without hemodynamic consequences. No further treatment was performed on the patient.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.